Event description:
Consumer states that they put the standard wheelchair in the grass at night when it was dark out and when they were moving the chair they did not notice the curb and got the front left caster caught on the curb and it broke.